Manufacturer narrative:
(B)(4). Date sent: 06/02/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler was unable to cut the entire section of the intestine. It was reported that the charges used did not form a correct line of staples that they could see staples not fully closed or not closed at all. Several attempts were made to use more loads, unfortunately this did not allow to obtain an optimal line of staples. The procedure was made with a stapler with a smaller size ec45a. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Corrected data: h4. A manufacturing record evaluation was performed for the finished device ec60a with lot number 480d30; and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2025. Additional information was requested, and the following was obtained: patient is recovering well. There was no consequences for patient.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025. Corrected data: h6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2025. D4: batch #unk. Correction: h6. Type of investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.